Manufacturer narrative:
Occupation is patient/consumer. Further details have been requested from the patient. It is unclear if test strip lot number 62215315 with an expiration date of 31-dec-2023 or test strip lot number 58517615 with an expiration date of 31-jul-2023 was used with the meter on this specific date. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 the patient had a meter result of 3.7 inr while the laboratory result was 2.7 inr. The time difference between the measurements was within few minutes. The patient's therapeutic range was not provided.

Manufacturer narrative:
The customer did not return the test strips for investigation. As no product was returned, a specific root cause could not be determined.